Manufacturer narrative:
User reportedly was walking with their walker and when he turned, the walker snapped at the piece where the leg connects the front and rear legs to the walker, causing the walker leg to falloff. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. MDR is filed based on allegation of leg falling off.

Event description:
The walker leg allegedly snapped off at the piece where the leg connects the front and rear legs of the walker. No injury is alleged.